Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set: pt1, meter_inr: 2.6, lab_inr: 2.0. Pt2, 3.5, 4.1.

Manufacturer narrative:
Root cause analysis: per tech-services lab draws were performed at the same time as the meter tests. Set: 1, meter inr: 2.6, lab inr: 2.0, mean: 2.3, confidence limits: 1.6-3.4 in. Set 2: 3.5, 4.1, 3.8, 2.3-5.7 in. Summary: patient information was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient information to determine the root cause of end-user's discrepancy. Product testing is not required. Products associated to complaint were not returned. No corrective action is required as no product deficiency was established. As of today, products are not expected to return. No further investigation is required at this time.